Manufacturer narrative:
Expiration date unk, as lot # is unk. (B)(4) - nonresorbable materials, unretrieved in body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an inspection of the complaint product a definite root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. According to the event description the "physician lot the 'whole' wire in the pt's body". Our records indicate that we have not had a previous complaint where the "whole" wire was lost therefore this complaint will be treated the same as an issue involving separation of the wire guide. The root cause is inconclusive. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk analysis to warrant risk reduction activities.

Event description:
The physician lost the whole wire in the pts body. Per (B)(6): it was a basic abscess with a doctor that has been practicing for over 30 years. The lead tech said that his boss just called him looking for an IFU for a bentson wire. His understanding was the pt was scheduled for surgery and that was when they found the wire. Any intervention or the condition of the pt is unk at this time.